Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) couldn't be installed after insertion". Therefore the iab was removed and successfully replaced with a new iab. Patient outcome reported as stable. There were no reported patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab would not inflate completely is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) couldn't be installed after insertion". Therefore the iab was removed and successfully replaced with a new iab. Patient outcome reported as stable. There were no reported patient complications, serious injury or death.